Event description:
It was reported that over-sensed noisy signals were noted from both the right atrial (ra) and right ventricular (rv) leads. When the patient was brought in-clinic, the over-sensed noise was reproducible with movement. It was originally suspected a ra and rv connection issue. However, when the pocket was surgically opened, it was confirmed that both ra and rv leads were connected appropriately to the device. Additionally, testing with a pacemaker system analyzer (psa) showed normal ra and rv lead function. The physician elected to explant and replace this device to resolve the event and no additional adverse patient effects were reported. This device was received for analysis and is pending the investigation conclusion. When the analysis is complete, this record will be updated with results.

Event description:
It was reported that over-sensed noisy signals were noted from both the right atrial (ra) and right ventricular (rv) leads. When the patient was brought in-clinic, the over-sensed noise was reproducible with movement. It was originally suspected a ra and rv connection issue. However, when the pocket was surgically opened, it was confirmed that both ra and rv leads were connected appropriately to the device. Additionally, testing with a pacemaker system analyzer (psa) showed normal ra and rv lead function. The physician elected to explant and replace this device to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.